Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. Section a patient information: refer to section b5 for complete patient information. The initial report was submitted under manufacturer report number 1415939-2026-00012-00 (abbott laboratories, 100 abbott park road as manufacturing site) with suspect medical device of alinity s htlv I/ii reagent, list 06p07-61. After further evaluation, the suspect medical device was changed on 01may2026 to alnty pptr probes (abbott laboratories, irving, tx as manufacturing site), list 03r96-02 which is under this report.

Event description:
The customer observed false repeat reactive alinity s htlv I/ii results for multiple donor samples that were negative for the nat testing. The following information was provided. The cutoff is 1.00 s/co. Sid (B)(6); initial result = 3.44 s/co reactive, repeat testing = reactive, repeat- reactive, retention tube = non-reactive, nat= negative. Sid (B)(6); initial result = 2.10 s/co reactive, repeat testing = reactive, repeat- reactive, retention tube = non-reactive, nat= negative. Sid (B)(6); initial result = 3.15 s/co reactive, repeat testing = reactive, repeat- reactive, retention tube = non-reactive, nat= negative. Sid (B)(6); initial result = 2.65 s/co reactive, repeat testing = reactive, repeat- reactive, retention tube = non-reactive, nat= negative. Sid (B)(6); initial result = 2.38 s/co reactive, repeat testing = reactive, repeat- reactive, retention tube = non-reactive, nat= negative. Sid (B)(6); initial result = 2.71 s/co reactive, repeat testing = reactive, repeat- reactive, retention tube = non-reactive, nat= negative. No impact to patient management was reported.